Event description:
It was reported that during a scheduled device and prophylactic right ventricular (rv) lead change-out, the patient experienced tamponade as the suture sleeve of the replacement lead entered and perforated the patient's heart. The patient underwent open heart surgery after removal of the replaced rv lead. The replacement rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).